Event description:
The customer reported the rad-g "turns off by itself." No patient impact or consequences were reported.

Manufacturer narrative:
Other text: the returned rad-g was evaluated. The device passed visual inspection and functionality testing. The device remained powered on during testing and no power issues were identified. The device was determined to be functioning as designed. Health effect impact code: no adverse event, no patient impact. Submission was delayed due to masimo identifying unauthorized activity on the company's on-premises network. Upon detection, masimo activated its incident response protocol and incident containment measures including proactively isolating impacted systems, which resulted an inability to access our electronic complaint files preventing us from submitting mdrs on time.